Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. After the alarm and prior to calling tandem customer technical support (cts), the customer changed the cartridge, infusion set, and infusion site. During system check with cts, the current cartridge and infusion tubing functioned as expected.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.